Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed with no issues noted. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a disconnect prep kit was cracked. This event occurred before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.